Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Event description:
It was reported to boston scientific corporation that a jagtome revolution pro rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the device would not unbow. The procedure was completed with another jagtome revolution pro rx 39. There were no patient complications reported as a result of this event.